Manufacturer narrative:
(B)(4). Concomitant products: 11-103204 902300 taperloc por lat fmrl 10x140; 139254 909900 m2a-magnum 42-50mm tpr insrt-3; us157852 530320 m2a-magnum pf cup 52odx46id. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records found no evidence of product nonconformance. The customer has indicated the product will not be returned to zimmer biomet for investigation. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿

Event description:
It was reported by patient¿s legal counsel that patient was revised approximately 10 years post-implantation due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in operative report confirmed that patient's right hip was revised due to pain, fluid collection, leg length discrepancy, and elevated metal ion levels. Operative report further notes metallosis about the synovium, mild corrosion of the trunnion of the femoral head and periarticular fluid collection. The femoral head was removed and replaced and a dual mobility bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.